Event description:
Report received of an incident involving an opti-q-cath where the balloon ruptured during insertion. There was no report of an adverse pt event. Although requested, no additional info was available.